Manufacturer narrative:
Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: extension. Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-33, lot# v204961, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s device was explanted on (B)(6) 2013 due to an infection. It was later reported that the onset/diagnosis of the infection was (B)(6) 2013. The patient did not have meningitis. Symptoms of the infection included drainage, pain, and incisional wound opening. The infection was located at the device pocket. A culture was obtained from the device pocket and methicillin-resistant staphylococcus aureus (mrsa) was found. Treatment included oral antibiotics, total device system explant and vacuum wound dressing. It was noted that the patient's infection resolved. It was further noted that the patient had chronic exposure to the health care system.